Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; stenosis of the reia and sac growth between 3 and 65 months post implant. The most likely cause of the presumed inadequate stent graft patency of the right external iliac artery stent (endologix limb stent) was the pre-existing anatomical stenosis in that area (anatomy-related and cautionary product use). No procedure- or user-related contributing issues could be identified due to the lack of medical information surround the second repair procedure. No procedure-related harms could be determined. Intentional user error was present - the additional stent was a non-endologix product (off-label product use) to revise an existing stent (cautionary product use). Associated clinical harms for this device failure included: limb stenosis; and, an additional endovascular procedure. The patient disposition status post repair could not be determined, because it was not known when this subsequent repair procedure was performed. The patient disposition status post implant could not be determined, but, there was another report of negative patient sequelae 65 months post implant. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with intuitrak in 2012. During a routine visit, approximately five (5) years post-op, a possible type iiia endoleak was observed. During the clinical evaluation of the endoleak type iiia, (details in report #: 2031527-2017-00516) it was discovered that three months post implants a stenosis of the right external iliac artery, placement of a non endologix stent between 3 and 65 months for unknown reasons, and sac growth was seen.